Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient suffered a fall and she stopped receiving stimulation afterwards. Lead diagnostics revealed multiple high impedances and an x-ray was taken and showed no anomalies. Follow up information identified the patient underwent surgical intervention on (B)(6) 2016 to remove and replace the lead which resolved the issue. The patient is receiving effective stimulation.